Manufacturer narrative:
Since the subject device was returned to olympus medical systems corp. (Omsc) for the evaluation. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed following from the user. After the colonoscopy the physician of the user facility said that the air/water feeding of the subject device was insufficient. The subject device was reprocessed with the olympus automated endoscope reprocessor model oer-3 (not available in the USA), however the air/water feeding of the subject device was still insufficient. Then the blood came out from the air/water nozzle of the subject device when the aeration was performed from the electrical connector side of the subject device with the air spray. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc checked the device and confirmed that foreign object that looked like blood had adhered to the nozzle at the distal end. Furthermore, as a result of component analysis of foreign object by omsc, protein component was confirmed. Based upon the investigation result by omsc there was the possibility that the reported phenomenon was attributed to the protein-derived components which stuck in the nozzle such as body fluids or chemicals.